Manufacturer narrative:
B5: describe event or problem - correction. G3 date received by mfg - addition information. G6 type of report - addition information. H2: additional information/ device evaluation - addition information. H6: adverse event problem - addition.

Event description:
It was reported, that a damaged wire occurred. The sensor was inserted into the leg, which is off label usage of the device on (B)(6) 2024. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that a damaged wire occurred. The sensor was inserted on 03-28-2024. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).